Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced difficulty and frequent ipg charging, difficulty connecting to remote control, and random beeping of the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.